Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was implanted deeper in the pocket.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located at the ipg site that was traveling to the patient's groin. Reportedly, the patient hit "there" ipg site against "an" chair. Surgical intervention may occur later to address the issue.